Event description:
This lead was found to be causing diaphragmatic stimulation. When they tried to revise the lead, it wouldn¿t ¿track¿ to the new location, so it was explanted and replaced with and OEM lead. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis showed deformations of both conductor coils in the proximal part of the lead. In this area the conductor coil to the ring electrode was found fractured. Further inspection revealed cuttings of the insulation as well as damages to the insulation due to a laser extraction tool. It is reasonable to assume that these damages occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.